Event description:
The customer contact reported air in the tubing set distal to the air eliminating filter. On (B)(6) 2013 at 2230, it was reported that the tubing set was being used to deliver tpn with a volume to be infused (vtbi) of 2160 ml, for a duration of 17 hrs, with a 30 min taper up and a 30 min taper down, via a gemstar pump. No further programming parameters were provided. On (B)(6) 2013 at 0000, the pt's mother reported that the pump alarmed for distal occlusion. At 0130, therapy was resumed with a replacement pump; however, the tubing set remained in clinical use. At unspecified times, it reported that the pump again alarmed for distal occlusion. No specific details were provided. At an unspecified time, the tubing set was replaced and the therapy was resumed. A visual examination of the tubing set found an unspecified volume of air distal to the air eliminating filter of the tubing set. The customer contact reported that no air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.